Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt experiences bad falls from their seizures and reports a shocking sensation in their neck during stimulation for the past two months. Lead break is suspected. Lead replacement surgery is planned. Review of x-rays revealed a suspect area approximately 2cm medial to the generator. The lead appeared to be kinked, but it could not be determined whether a gross fracture was present.